Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleged for possible under delivery and had high blood glucose of 348mg/dl. Customer¿s current blood glucose of 366mg/dl. Customer was treated with syringe. Customer states that auto mode was not delivering enough insulin. Customer reports insulin exited at the qr. Product will not be return for analysis.